Event description:
It was reported that while using bd pen needle 32x4 asia xtw insulin was unable to be delivered. The following information was provided by the initial reporter: back end of the pen needle didn't seem long enough to pierce the rubber tend of pen device. The user reported that they attached the pen needle as per usual, did a prime, then didn't feel as though the insulin administered and when removed the needle felt as though the back end of the pen needle wasn't long enough to pierce the entire way through the rubber top of the toujeo insulin pen device or could have blocked part way through giving injection.

Manufacturer narrative:
H.6. Investigation: lot#: 9309131 DHR and related manufacturing records were reviewed, no abnormality was found. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd pen needle 32x4 asia xtw insulin was unable to be delivered. The following information was provided by the initial reporter: back end of the pen needle didn't seem long enough to pierce the rubber tend of pen device. The user reported that they attached the pen needle as per usual, did a prime, then didn't feel as though the insulin administered and when removed the needle felt as though the back end of the pen needle wasn't long enough to pierce the entire way through the rubber top of the toujeo insulin pen device or could have blocked part way through giving injection.